Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. The was reported that the insulin pump that the insulin pump had unexpected restart and power loss alarms. Customer reported that they were able to clear the alarm and did not receive request to rewind the insulin pump. The customer was reported that the alarm was occurred shortly after inserting a new battery. The insulin pump will not be returned for analysis.